Event description:
On (B)(6) 2023, apifix was notified that patient #773 is scheduled for revision surgery on (B)(6) 2023 due to implant reaching maximum elongation.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient #773 index procedure was performed on (B)(6) 2023. On 07-aug-2023, apifix was notified that patient #773 is scheduled for revision surgery on (B)(6) 2023 due to implant reaching maximum elongation. Per the reporter, "implant chosen in index surgery too short, already fully extended, hence change to longer implant planned" reoperation events are a known risk that was assessed and recorded by the product risk assessment. The risk of mechanical failure of the mid-c mechanism resulting in patient re-operation due to inadequate curve correction is an known risk. The risk of misuse- wrong selection of the size of screws or main rod is a known risk. The risks have been assessed and found acceptable in the product rmf; the risks have been characterized and documented as acceptable within full risk assessment. The revision surgery is planned for (B)(6) 2023. As further relevant information is identified, the complaint file will be updated and a supplemental medwatch will be filed. Medical device problem code used was: 3191 - appropriate term/code not available. The mid-c system is a ratchet-based self-expandable rod designed to passively increase its length and subsequently maintain its length as the child bends in the corrective direction and also accommodate the natural growth of the spine of young children. In this case the implant (rod) was at its maximum elongation. The appropriate code which isn't available is "device at maximum elongation".